Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: physical stress from rubbing or hitting the insertion section, chemical stress from incorrect reprocessing, and/or an improper storage environment. The instructions for use (IFU) (operation manual) warns against applying external stress to the insertion section as follows: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU (reprocessing manual) warns against reprocessing in a non-recommended way as follows: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU (reprocessing manual) warns against improper storage environments as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. There was a waterproof failure due to the pinhole at bending section cover rubber. The device evaluation also found that the coating on the connecting tube was peeled off (over 1mm2). Additional device evaluation findings were as follows: there is white scratch on the image due to the broken charged coupled device unit, the light guide lens is broken, the connecting tube is corrugated, the universal cord is dented, and the electrical connector is corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope was leaking water from the bending part. The issue was observed during preparation for use on an unknown diagnostic procedure. The procedure was completed using a similar device with no delays. There was no patient harm reported with this event. The device was returned to olympus for a device evaluation. The device evaluation found that the coating on the connecting tube was peeled off (over 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.